Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer¿s daughter reported via phone call high blood glucose levels and hospitalization. Customer¿s blood glucose level was 700 mg/dl. Customer treated their high blood glucose levels via insulin drip. Troubleshooting for high blood glucose was performed. Customer went to the hospital on (B)(6) 2018. Customer performed and passed both the high-pressure test and self-test. Customer was advised to change out their infusion set and monitor their high blood glucose levels. The insulin pump will not be returned for analysis.